Event description:
During a laparoscopic nephrectomy procedure, the device could not be opened after firing. The surgeon had to squeeze the instrument and was able to take it out after that. No consequence to the patient.